Event description:
The device was returned to the service center with a report form the customer contact that the device backlight was not working. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device alarmed with an s421 (motor error-pmc, right) malfunction alarm code.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.